Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that diagnostic imaging was performed and the atrial lead was observed to be dislodged. The lead was repositioned to resolve the event and the patient was in stable condition.